Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 that the patient experienced receiving an early sensor expiration notice. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. The share log was not reviewed because there is no data in the cloud. Confirmation of the allegation and a probable cause could not be determined.